Event description:
The facility's biomedical engineer reported an infusion pump with an 810:02 failure code. Although attempts were made by baxter customer service to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved, tubing product code or the setup of the infusion device. Additional contact information was requested but no additional contact was provided.